Event description:
Three patients with low initial sodium results, which, upon repeat recovered with high values. Patient #1, female, initial sodium result of 122 mmol/l, repeat result 129 mmol/l. Patient #2, female, initial sodium result of 130 mmol/l, repeat result 136 mmol/l. Patient #3, female, initial sodium result of 126 mmol/l, repeat result 132 mmol/l. Initial results were not reported. The field service representative determined there was a problem with the sodium electrode. Maintenance was performed on the instrument and the electrode.